Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 22.1cm distal to the distal end of the strain relief. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-jul-2020. It was reported that failure to cross lesion occurred. A 2.75 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, during procedure the stent did not cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, returned device analysis revealed a shaft break.